Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. It was reported that a recent follow-up CT showed that the bifurcated stent graft had migrated approximately 2cm from the lowest left renal artery. The proximal neck at the level of the lowest renal artery measured approximately 26mm in diameter for 5mm and then it flared out to about 32-33mm. There was no type one endoleak past the original aneurx stent graft. The aneurx stent graft was sitting at an angle in the aorta and the proximal neck was angled; however, it was within the IFU. The physician placed two 36/36/49 endurant cuffs within the aneurx bifurcated stent graft. The final angiogram showed no contrast flowing around the endurant cuffs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).